Event description:
Olympus was informed that during a therapeutic gall stone removal procedure, the users reportedly encountered difficulty in removing a large stone which said to be 1.5cm in size. The users reportedly removed the plastic sheath from the basket and attempted to use a cook medical soehendra lithotriptor to crush the stone. The basket wire reportedly broke when the users cranked the soehendra handle. The users then reportedly attempted to use an olympus emergency handle but the wires of the subject device were said to be too short for the wires to be threaded through the emergency handle. The users reportedly attempted to crush the stone with an unspecified olympus lithocrush and an unidentified snare w/o success. The pt was reported to have been taken for surgery to remove the device. No further info was supplied regarding the status of the pt.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The cause of the reported phenomenon could not be conclusively determined. This report is being submitted as an MDR in abundance of caution.